Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Electrical testing revealed that the hybrid current draw was high. Fault isolation was performed, and the cause of the high current was traced to the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed via remote transmission. The device was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.